Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was prepared to be used in the esophagus during a band ligation performed on november 6, 2023. During preparation, before the ligator was placed onto the endoscope, it was noticed that the suture between the bands was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a4: the patient's weight was approximated around 85 kg. Block h6: imdrf device code a0401 captures the reportable event of suture break.